Event description:
Additional information received reported that the patient was 'not feeling well.' The patient was hospitalized due to experiencing withdrawal symptoms and shortness of breath. It was also reported that the cause of event was catheter disconnected, but an x-ray on (B)(6) 2012 revealed no kinking or disconnection of the catheter. The pump was interrogated, and it was 'working.' The pump was filled with medication. The patient had an exploration surgery on (B)(6) 2012. During the exploration surgery, a small amount of clear fluid was removed from the catheter access port, but it did not contain enough to be thought of as cerebrospinal fluid. Therefore, approximately 2 ml of isovue 300 was then directed through the port. X-rays were taken, which showed the catheter to be in continuity throughout. The contrast did enter the thecal sac in the thoracic spine, indicating that there were no obstructions in the tube. There was also no contrast leakage throughout the tube. The ports were checked and everything was found to be 'intact.' No revision or explant was required. The patient outcome was noted as recovered without sequelae. The pump was used to deliver dilaudid.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: 8709, lot# l73608, implanted: (B)(6) 2000, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for failed back surgery syndrome, peripheral neuropathy, and non-malignant pain. It was reported on (B)(6) 2017 that the patient had catheter issues with the pump. It was noted that there were multiple issues of the catheter coming off the pump and kinking and was stated that it happened ¿so many times.¿ it was indicated that the patient was having more symptoms, had a return of symptoms and increased leg pain. It was asked and unknown if it was considered a sudden or gradual change in therapy/symptoms. The date of the event was asked and unknown. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the catheter issues were unknown to the hcp and that the patient had never informed them. Actions/interventions taken to resolve the issue were unknown. The cause of the issues was unknown. The patient¿s weight at the time of the event was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that another hcp had details pertaining to the event. No further complications were reported or anticipated.

Event description:
An x-ray was done and it looked like the catheter became detached from the pump. They planned to do a catheter dye study on (B)(6) 2012 under anesthesia and then be prepared to go in and repair. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 8709, lot# l73608, implanted: 2000 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).